Event description:
It was reported that revision surgery was performed. The reason for the revision is unk.

Manufacturer narrative:
Add'l info has been requested from the complainant, but has not been received.